Event description:
Developed an autoimmune reaction with hypothyroidism 2 years after implants. Gained 54lbs in a few short months. Explanted in (B)(6) 2018, 7 years after implants, all symptoms resolved post explant.